Event description:
It was reported that the patient was found unresponsive. They later passed away. Log files showed a low flow event on (B)(6) a 22:30 with flow abruptly dropping to below 1 lpm then zero flow by 22:37-22:53. The patient recovered quickly by 22:50 but then the flow dropped below 1 lpm by 22:51-22:53. Right before the driveline was disconnected on (B)(6) 2022 at 0006 the flow was showing very high values of 20+ lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6b: correction: device was not explanted. Manufacturer's investigation conclusion. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. Evaluation of the submitted log files captured low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this investigation. It was reported that the patient was found down/unresponsive. Emergency medical services (ems) was called and upon arrival to the facility, the patient was pale and in pulseless electrical activity (pea) with cardiopulmonary resuscitation (CPR) in progress. The patient¿s pulse was absent, and physician called time of death. The cause of death was unknown. The device operated as expected, and the event was not device related. The pump was not explanted and therefore will not be returned for evaluation. The controller event log file captured low flow alarms on 18dec2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.